Manufacturer narrative:
Continuation of d10: product ID: 97745ac, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient finished recharging their implantable neurostimulator (ins) to 100% and when they went to recharge the controller, the controller wouldn't recharge. They also saw the "settings not available" screen on the controller. They thought the 1 next to their group b was their stimulation setting, however, it was reviewed that the "1" was just the number of the program (the patient's stimulation was at 8.3). The green light on the ac power supply was on. When the patient plugged the controller into the ac power supply, the green light on the controller did not start flashing. The patient was walked through removing the battery pack, plugging the controller into the ac power supply, and the patient confirmed it did not power on. The issue was not resolved. A replacement device was requested as the controller powers up with li battery but controller does not power up with ac power supply (without li battery). Green light on controller does not flash when plugged into ac power (with li battery).